Event description:
It was reported during pacemaker implant, while on analyzer screen, pacing could not be turned on/off on ventricular channel with touch pen. Programmer shut down and restarted. Same issue occurred on atrial channel. Programmer shut down while performing pacing threshold. Screen went black then screen displayed "serious programmer error". The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to verify the initial report. However analysis did find that the main processor unit (mpu) board was out of electrical specification.